Event description:
Follow-up with the patient determined that the cause of the jolting sensation was the stimulation being changed to "max out at 6.0 on program #4." The patient indicated that stimulation was changed to program 3 and it made the problem worse. The patient is currently waiting for follow-up with his hcp to determine next steps. The patient also indicated that he is "back to where [he] started before [he] had the device installed." Patient status is unknown at the time of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are:product ID neu_unknown_lead, product type lead.

Event description:
Additional information received indicated patient was not feeling stimulation while therapy was on. Patient stated he used to feel stim in the beginning and said "you know when you have it at 2.5 and 2.6 and 2.7 you feel stim." Patient noted after representative programmed patient, he no longer felt stim on any of the programs. It was noted that during the call patient went from 7.0 to 7.6 and still did not feel stimulation. The patient services reviewed not to increase stim so high that it is uncomfortable and patient agreed "yeah, like a jolt." No actual jolting was reported during the call. The patient reported urinary/bowel symptoms returned. It was noted that patient was not increasing the stimulation even with good symptom control. Patient has an appointment on (B)(6) and stated he wanted pills. Patient stated 85-90% of the time he has to drive to and from the doctor¿s office, he has to go right away if he's lucky he makes it. Patient said that was why he needs the pills again. It was also noted that it has not work since lead broke and reported loss of therapy. No further patient complications have been reported as a result of this event" in the event description.

Event description:
A patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor reported being unable to feel stimulation. The patient stated that he had spoken to a manufacturer representative (rep) who assisted the patient in changing from program 4 to program 1 and once on program 1 the patient increased stimulation to 5.9, but could not feel stimulation. According to the patient the rep advised that the patient follow-up with his healthcare provider (hcp). The patient was unable to follow-up with his hcp at the time of this report and contacted the manufacturer call center for assistance in working his ins. The patient synced the patient programmer (pp) with the ins and confirmed that he was on program 1 at 5.9, but was not seeing the "lightning bolt" in the ins icon. The patient was advised to press the ins on button, but nothing changed. The patient was assisted with increasing stimulation to 6.2, but still could not feel stimulation. The patient then reported seeing the "upper limit reached" screen at 6.2. The patient stated that this is what happened as well when he spoke with the rep; the patient was advised to follow-up with his healthcare provider. In addition to the lack of stimulation, the patient also reported experiencing a "jolting sensation" going down to his rectum. The patient stated that this jolting what painful, but that after talking with a rep in (B)(6) 2016 and reprogramming the device the jolting resolved. This jolting was described as sudden and reported that the rep was contacted "around the holidays." The jolting was reported as resolved, however the patient's status is regards to the lack of stimulation is unknown.